Event description:
Reported receiving a reading of 6.2 mmol after eating at around 11:15 pm. Customer thought reading was within normal range and retired for the night. Customer awoke to a hypoglycemic episode. Paramdedics took customer's reading and received a 2.1 mmol/l around 12:00 am. Customer was provided glucose and soon thereafter, the paramedics received a reading of 4.0 mmol with an unknown brand meter. A comparison reading of 7.0 mmol was taken with the customer's meter. Testing was conducted on fingers.